Event description:
It was reported the device was at end of life. The elective replacement indicator had triggered approximately three months prior possibly due to high battery impedance. The device will be replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.